Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash that he scratched until it bled and scabbed over. There is no alleged device malfunction. The patient's dermatologist prescribed a treatment for the rash. The medical outcome of the skin irritation is unknown.